Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the back side of the device case. Review of device memory found a shorted lead fault (fault code 1004) was recorded on (B)(6) 2014 after a 41 joule shock was attempted. The first charge time out (fault code 1007) was recorded on (B)(6) and end of life (eol) battery status was declared; there were 30 such faults recorded between (B)(6). An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the 41 joule shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the subsequent high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained. A boston scientific technical services consultant reviewed the device memory and confirmed there were 290 stored ventricular episodes in the arrhythmia logbook. A review of the available electrograms confirmed the rv and shock channels were free of noise. This device does not have an atrial channel, so a fast conducted atrial arrhythmia could not be ruled out, versus a true ventricular tachycardia; however, the morphology on the shock episode was indicative of a true vt at the time the device attempted to deliver the 41 j shock that resulted in the shorted lead fault.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was interrogated prior to a right ventricular (rv) lead revision procedure. Error codes were observed, indicating a short in the shocking lead and a charge time out had occurred. This device and the rv lead were both explanted and replaced. The device case exhibited an arc mark similar to that found on the patient's previous device, and insulation damage was observed on the lead. No additional adverse patient effects were reported.